Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22jan2018. A review of the device history record has been completed. No deviations or non-conformances noted. Reporter phone #: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, "increased volume," and "mastalgia." The device has been explanted.